Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the forceps raiser wire has fraying and a cut due to mechanical or chemical stress caused by use over time. Upon further observation, it was observed that the adhesive part of the lighting lens was peeled off due to handling. It was observed that the air and water nozzle was deformed due to external factors. It was also observed that the bending angle was insufficient due to the elongation of the angle wire. Additionally, the play of the angle knob was out of the normal state due to the elongation of the angle wire. Discoloration was observed on the operation part. It was observed that the suction cylinder was scraped due to external factors. It was also observed that the forceps plug cap has been scraped off due to external factors. Lastly, scratches were observed on the following unit components due to external factors: tip body, insertion tube, operation part, curved rubber adhesive, tip cover, on the insertion part corrugated tube oredome, switch 1, switch box, operation unit cover, up and down knob, right and left knob, the grip, universal cord, on the operation part side oredome of the universal cord, on the scope connector side of the universal cord and on the scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera duodenovideoscope ¿caught on the forceps elevator¿ and that the forceps adjustment is malfunctioning. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive part of the lighting lens peeled off which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.